Event description:
It was reported that bmc steerable sheath was selected for use. It was mentioned that when backflow was performed with the catheter inserted into the sheath, air was noted inside the syringe. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.